Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the pump was manually suspended on the event date for approximately four and a half hours. On investigation, the pump powered up using the returned battery cap and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump was found to be delivering within specifications. The pump was able to be manually suspended and resumed without issues. The investigation was unable to verify or duplicate the reported pump suspension issue. Unrelated to the reported suspension issue, it was observed that the battery compartment was cracked in the threads area and the piston cap was missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had suspended and as a result, the patient experienced a blood glucose reading of greater than 500 mg/dl with excessive thirst and urination. The patient reportedly was given injection and had discontinued pump therapy. Customer technical support (cts) reviewed the alarm history and suspend history with the reporter. There was no evidence to suggest that the suspend was the result of use error and no reason for suspend was found. This complaint is being reported based on the allegation that the patient experienced an adverse event related to the pump suspending without user intervention.